Event description:
Pt had CABG procedure w/temporary pacing wire placed. Removed by nurse practitioner day prior to discharge w/o problem. Post discharge patient felt "poking" pain and saw an md in his home state. Patient did not do any post discharge follow up CABG surgeon prior to home state follow up. CT at external hospital revealed retained portion of temporary pacing wire that was surgically removed (B)(6) 2017. Patient provided external medical record of treatment to user facility, received (B)(6) 2017.